Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient became unresponsive and his wife called emergency medical services (ems). The patient¿s bg per ems was 23 mg/dl; however, the paramedics stated his cgm displayed 55 mg/dl. Ems treated the patient with fluids and dextrose via intravenous (IV) therapy. He declined transportation to the hospital. After the event, he stated that his cgm worked intermittently overnight. The event occurred the day his sensor had been inserted into the abdomen. Data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. No additional patient or event information is available.